Event description:
Same case as:2134265-2014-06668. It was reported that a guide wire fracture occurred. The target lesion was located in the ostium of an extremely calcified right coronary artery. A 1.50mm rotalink¿ plus and a floppy rotawire were selected for treatment. During the procedure, the burr was spinning outside the patient and the burr sheared off the wire. The procedure was completed with another of the same devices. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the wire was stuck in the burr.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: investigation completed. The device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).